Event description:
Additional information received indicated the healthcare professional alleged the event was due to right ventricular (rv) lead damage, although it was not confirmed. Rv lead revision was suggested by abbott technical support to resolve the event. No intervention has been performed at this time. The patient was stable.

Event description:
Additional information received indicated the healthcare professional alleged the event was due to right ventricular (rv) lead fracture, although it was not confirmed. No intervention has been performed at this time. The patient was stable and will be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient was in stable condition.